Event description:
It was reported that the ventilator does not cycle when disconnected. It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.